Event description:
Pt received a temporary drain, implanted into the surgical site as part of routine back surgery. Approx 24 hrs post-op, surgeon attempted to remove drain in customary manner; which is to cut a stabilizing suture and pull drain from body. During this procedure the tubing of the drain broke, leaving a segment in the body of the pt. The pt was returned to surgery for removal of the segment. Pt was dismissed next day. There were no adverse effects to the pt.